Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient (32yo, female) was implanted with two pdc nova devices at c4-5 and c5-6 on (B)(6) 2025. The patient experienced a fall and the implant at c4-5 was dislodged. Patient was experiencing discomfort and mild weakness and it was found that the implant had migrated posteriorly. Implant was removed on (B)(6) 2026 and replaced with another nova device. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The implant was returned following the removal surgery, and will be evaluated using exponents approved prodisc c evaluation protocol. The report will be issued under pdcn-0002. No pre-removal imaging was provided. There were no anomalies identified during the complaint investigation. The removal was completed due to implant migration which was caused by patient trauma. The submission is 1 of 1 devices involved in this event.

Event description:
A patient (32yo, female) was implanted with two pdc nova devices at c4-5 and c5-6 on (B)(6) 2025. The patient experienced a fall and the implant at c4-5 was dislodged. Patient was experiencing discomfort and mild weakness and it was found that the implant had migrated posteriorly. Implant was removed on (B)(6) 2026 and replaced with another nova device.